Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm device was reading 50 mg/dl ¿about 4-5 times¿. No bg meter comparison was taken at this time. The patient was asymptomatic when his cgm was reading 50 mg/dl. The patient self-treated with two unspecified pills, coke, and (4) cookies. At an unspecified time after treatment, the patient began to feel dizzy and was diaphoretic. Therefore, the patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 200 mg/dl, and upon retest was 380 mg/dl. No cgm comparison value was provided. The patient was treated with IV fluids and a ¿medicine to stabilize his glucose levels¿. The patient was also hypertensive while at the ER. The patient was discharged home after a couple of hours. At discharge, the patient¿s bg meter reading was 260 mg/dl and the cgm was reading 315 mg/dl. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.